Event description:
On (B) (6) 2010, the lay user/patient's care taker contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displays "error 4" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not known when the alleged issue first began. It is also not known as to the type of oral regimen the patient is on to manage their diabetes. After the alleged issue occurred, the reporter stated that on (B) (6) 2010, the patient had more food/drink at around 1:30pm. At an unspecified time and date, after the alleged issue occurred, the reporter stated that the patient was shaky, pale, and felt tired. Reportedly, the patient did not receive any treatment. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.